Event description:
Baxter reported a leak in the cassette of the homechoice set used for apd therapy. The leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.